Event description:
The patient reported charging issues between the implant and the external equipment. During a pocket revision procedure, the surgeon decided to implant the patient with a new advanced bionics spinal cord stimulator.

Manufacturer narrative:
Explanted equipment was discarded by the medical facility and will not be available for evaluation.